Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that following an ablation procedure to treat atrial flutter (af) using an intellamap orion high resolution mapping catheter and a intellanav stablepoint open-irrigated catheter the patient experienced a stroke. The procedure had been completed and no other patient complications were reported during the procedure. The nature of the stroke is unknown, and no interventions were reported to have taken place. The issue was resolved with no lasting complications. The catheter is not expected to be returned as it was disposed of after the procedure.